Manufacturer narrative:
No button error alarm noted. Unit had no button response due to corroded keypad traces. Unit had a cracked case at display window corner (upperleft, lower left and lower right corners), broken belt clip slot, cracked reservoir tube lip and a scratched display window.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The insulin pump was exposed to moisture. The blood glucose at the time of the incident was 149 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.